Event description:
It was reported that pump experienced malfunction with code malf 12, without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully completed pump reset with assistance, with no additional information available regarding further outcome.